Event description:
Initial result for an ft3 test was 10.05 pg/ml. When repeated, the result was 13.93 pg/ml. The incorrect result was not used to guide patient therapy. The field service representative found the sampling system was out of specification, and repaired the instrument by performing maintenance of the sampling system.